Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized due to low blood glucose levels, with a reading of 33 mg/dl. The customer stated that he just received a new insulin pump and sensor, and the sensor glucose readings were very far off. While attempting to verify the customer's account information, the call was disconnected. Called the customer back, but got no answer.